Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the cuff was too large. A new device was placed, and no other patient complications were reported.